Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 000067767.

Event description:
It was reported that the patient's ipg was unable to enter MRI mode. Diagnostic system testing indicated multiple high impedance values on one lead. As a result, surgical intervention may be pending to address the issue. It is unknown which lead had high impedances.